Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the black box recorded a non-zero and zero force loss of primes and no cartridge detected alarms. A cs 163 alarm was received during investigation. Force sensor calibration reading was low. The pump was opened and a disassembled force sensor was observed. The flex cable was torn where it passed between the circuit board and display. All of the buttons were intermittent. There was contamination under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.